Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument grasped and released hold without any issues on multiple attempts. Visual inspection displayed no signs of physical damage. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm cadiere forceps instrument over-gripped on the stomach. The procedure was completed with no reported injury.